Manufacturer narrative:
One device was returned for repair. Service history review identified no indication that the complaint was related to a service of the device within the view period. No physical damaged was found on the device. Event log confirmed that there was a record of error codes 1860 and 1816. It confirmed the customer reported issue. The cause was a possible defective motor. Replaced the motor. Perform all function test and all passed.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the error code 1680 occurred. There was no patient involvement.